Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 and a system error 2367, this error occurred during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) as the cg stated that one of the supply bags fell and became disconnected. The tsr explained the alarms to the cg and that they would need to start over with new supplies. The cg stated that they just wanted to do a drain. The tsr explained that the machine would have to be setup with supplies if they wanted to do a manual drain on the cycler. No patient injury or medical intervention was reported. Product surveillance contacted the caregiver on (B)(6) 2010. The caregiver stated the following: they had been out of town and the bag was set partially off the table and as it drained the solution pulled the bag down. The caregiver stated he should have been paying more attention. They setup with new supplies to complete therapy and the nurse was not contacted regarding the event. Baxter advised they contact the nurse regarding the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. Based on the information obtained during baxter's investigation, this incident was determined to be caused by the supply bag falling and disconnecting, allowing air to be sucked into the disposable. The bag was set partially off the table and as it drained, the solution pulled the bag down. The homechoice apd systems patient at home guide instructs the patients to put the solution bag on a flat stable surface and not stack them on top of each other. This review finds the labeling adequate for the potential use error(s) in this complaint. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.